Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The report of potential pump thrombus was unable to be confirmed as the patient remains ongoing on vad-20937, and no diagnostic images were submitted. A specific cause for the report of elevated lactate dehydrogenase (ldh) could not be determined. A review of the submitted log file revealed two low flow events captured on (B)(6) 2024; however, a specific cause for this finding could not be conclusively determined through this evaluation. The system appeared to be operating as intended at the fixed speed, and there were no other notable events or alarms active in the log file. The patient remains ongoing on vad-20937 with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists stroke, peripheral thromboembolic event, hemolysis, device thrombosis, as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 6 lists thromboembolism as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. Section 6 contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 1 of the IFU provides an explanation of pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also explains how to determine the optimal fixed speed and low speed limit for the patient. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital for acute ischemic stroke and was worked up on (B)(6) 2024 for potential pulmonary embolus. The patient had elevated lactate dehydrogenase (ldh), and it was noted that the patient not taking warfarin as prescribed. The account reported concern for potential pump thrombosis. The account noted that no power spikes were seen in history and the pump appeared to be working without any problems, but still submitted log files for analysis. A review of the submitted log file revealed two low flow events captured on (B)(6) 2024 at 05:43 and 05:52. The pump powers were stable in the 4-6w range throughout the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in hospital for acute ischemic stroke and being worked up for potential pulmonary embolus. Lactate dehydrogenase (ldh) was elevated. The patient was not taking warfarin as prescribed. There was a concern for potential pump thrombosis; log files were submitted. No power spikes were seen in history. Otherwise, pump appeared to be working without any problems. Log file captured a couple low flow events on 04jan2024 at 05:43 and 05:52. The pump powers were stable in the 4-6w range throughout the log.